Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image would go "in-and-out." The customer reported that the connection seemed "loose" to the unknown model verathon video laryngoscope camera that was used with the reported glidescope go monitor. After the procedure, the customer's biomed representative evaluated the reported device but was unable to reproduce the image going "in-and-out" or the "loose" connection. The customer's biomedical representative stated, "that the connection was secure and the image was steady when moved around." No delay to the reported procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope go monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.